Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was new to insulin pump therapy and received an alarm asking to check infusion set; customer was not sure of exact alarm received. Customer also reported of having low blood glucose of 40 mg/dl. Customer declined transfer and would call helpline should issue persist.